Manufacturer narrative:
A ge service rep performed an onsite investigation. The interconnect cable was evaluated and replaced. The hv tank pcb connections were also reseated as part of the service event. The system was tested and found to working as intended and returned to service.

Event description:
The customer reported that the system intermittently failed to allow fluoroscopic exposures and exhibited intermittent functionality. No pt serious injury or death was reported related to this event.